Event description:
It was reported that the charging cable was difficult to fit into the port. There was no adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.